Manufacturer narrative:
(B)(6). The device was returned to baxter and an eval was performed. Eval confirmed the reported symptom of constant air-in-line alarms through the history log, but could not reproduce it during eval. Eval found the readings on the ultrasonic sensor to be below spec, which can make the pump more sensitive to air-in-line alarms. The upstream sensor was replaced to correct this issue.

Event description:
It was reported that a spectrum pump experienced a constant air-in-line error. It was also reported that there was no pt injury.